Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the adapter was received with a reload attached to it, the reload's jaws were closed and the knife blade was fully advanced. The reload was articulated and was not properly seated on the adapter. The blue button was in its home position. Functionally, the blue unload button could not be fully depressed. The adapter was connected to gen2acc lite. The strain gauge could not be evaluated with the reload still attached. The switch state was closed. The adapter was last used with a handle running v29.1.3 software. There were no errors in the logs. The artic and firing rods were calibrated using a manual retract tool. The firing rod was 60 turns from hardstop. The knife blade would not retract at all, even though the firing rod was being retracted. After trying to calibrate the articulation mechanism, the reload still could not be removed. The adapter was connected to a representative handle running v29.1.3 software and returned clamshell. The adapter was recognized and showed the reload attached to adapter graphic. The handle went into emergency retract mode. The reload still could not be removed. The adapter was removed. The adapter was disassembled and the reload was removed. The firing rod was noted to have marks that are indicative of the firing rod pulling through the reload laminates. It was reported that the jaws of the device remained closed on tissue after firing. The reported issue was confirmed. The most likely cause was not traced to the device. The evaluation detected an unreported condition: the instrument was damaged. The product analysis noted evidence that the device was not used as intended. This issue may occur due to applying excessive torque to a manual retract tool. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric sleeve gastrectomy, the device was able to fire without any problem, but the device's reload locked on tissue. The surgeon planned to resect the reload out with another stapler, but when the second stapler clamped down on proximal tissue, it created enough relief of tension and the tissue released the first reload. It was also confirmed that there was no tissue damage or any staple line issue. There was no patient injury.